Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the lines dampen out or stop working hours after insertion. Additional information has been requested and will be entered upon receipt.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The device history records were reviewed based on sales history with no evidence to suggest a manufacturing related cause. The potential cause of the arterial catheter dampened or stopped working could not be determined based upon the information provided and without a sample. No further action will be taken.